Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned two segments was performed. This lead was confirmed to be fractured approximately 285-288mm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Manufacturer narrative:
Additional information was received stating that pacing therapy was not delivered to this patient when it was required. A revision procedure was performed and a lead fracture was identified via x-ray and fluoroscopy. The lead was removed from service and replaced.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements, high thresholds, and loss of capture. This product remains in service. No adverse patient effects were reported.